Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that three samples yielded false positive reactions with erytype ab0-16. One sample showed a false positive reaction with the negative control and two samples (both bloodgroup a) showed false positive reactions with anti-b. The customer used a sample handling device for pipetting the erytype ab0-16. The customer has returned the supposedly defective product and two samples that had caused false positive test results. The complaint sample was tested with the samples provided by the customer. Both samples showed correct results : the reactions with anti-b and negative control were correctly negative. The retained as well as the complaint sample of the supposedly defective product were also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype ab0 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.